Event description:
It was reported that during implant the lead would not go all the way into the implantable pulse generator (ipg). The surgeon removed and re-inserted the lead several times. The lead was inserted as far as was possible and screwed in place hearing "two clicks." Impedances of over 4 ,000 ohms were found when tested. The pocket was re-opened and the lead was pulled out of the ipg without unscrewing it. The screw was difficult to loosen. Another attempt was made to insert the lead with the same result. This was tried for approximately 1 hour before deciding to replace the ipg with a new device. The new ipg worked with no problems and the set-up was 'good." The cause of the issue was undetermined. No further interventions were planned.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the device, serial # (B)(4), found set screw backed out too far.